Manufacturer narrative:
Add'l info in the article indicated that the pt was found to have hyperactive platelets [suboptimal (less than 60%) platelets inhibition despite being on both aspirin and clopidogrel for 7 days]. Yahia, m. Journal of neuroimaging 2009 [epub ahead of print].

Event description:
Pt was reported to have developed symptomatic thrombosis fourteen days following placement of a stent in a residual internal carotid artery (ica) supraclinoid aneurysm. MRI taken showed no evidence of stroke. The pt was treated with intravenous administration of intravenous integrilin for 24 hours. At ninety days follow-up, the pt's condition remained unchanged (scale of 0).